Event description:
It was reported the video system center processor did not turn on (no power). The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 05 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint of processor not turning on was not confirmed. However it was discovered during the device inspection that the serial digital interface 2 and digital visual interface had no output. Based on the results of the investigation, it is likely the processor not turning on occurred due to failure of power supply unit. Whereas, the malfunctions of no output from the serial digital interface 2 and digital visual interface likely occurred due to failure of the main board and printed circuit board. However, a definite root cause that led to the malfunction could not be identified. Olympus will continue to monitor field performance for this device.